Manufacturer narrative:
The user death occurred while the user was wearing the ilet; however, available information does not establish a causal relationship between the ilet and the reported death. Engineering log review was limited because the device was shut down at 04:33 on (B)(6) 2026 via a shutdown request and was not powered on again until (B)(6) 2026. No malfunction alerts or factory resets were identified in the available engineering logs. Device data showed cgm glucose values were in or slightly above range prior to the event, with repeated dexcom g7 ¿brief sensor issues¿ beginning the evening of (B)(6) 2025, followed by ¿sensor failed¿ at 01:16 on (B)(6) 2026, initiation of bg run, and a ¿dosing stops soon¿ alert prior to device shutdown. Based on available information, the cause of death remains unclear pending autopsy, and a device-related cause could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-jan-2026 it was reported that on (B)(6) 2026 the user was found unresponsive at home and was pronounced deceased by emergency medical services at approximately (B)(6) 2026. The user had been evaluated at the hospital on (B)(6) 2025 for neurological symptoms and discharged (B)(6) 2025. The cause of death is unknown and pending autopsy results.